Event description:
Death related to muti-organ system failure complicating sepsis. Original diagnosis, 2004, liver metastases. 2004, treatments included: 5 fu, avastin, erbitux, irinotecan. Ecog 0. No underlying liver disease. Bsa 1.92 shunt 6%. Baseline lft. Ti bili 1.5. Erbitux discontinued 2 weeks prior to treatment. Sir-spheres treatment whole liver treatment date 2008. Liver vol 2178. Prescribed act 1.9 gbq. Delivered 1.9 gbq. Erbitux reinitiated after 2 wks at oncologist. Failure to respond to medical treatment of sepsis led to multiorgan system failure and death from complications of sepsis about 3 months later. While the patient's radiation induced, liver disease appeared to respond to steroid therapy. It is felt that the steroid therapy contributed to the patient's sepsis.

Manufacturer narrative:
Pt was polychemotherapy resistant and treated as salvage therapy where there is usually an extremely narrow window of normal liver. Raised bilirubin at 4 weeks post sirt is consistent with radiation hepatitis/radiation-induced liver disease. We will follow up for discussions to review: dosimetry in polychemotherapy-resistant mcrc. Mgmt of radiation hepatitis/radiation induced liver disease based on current literature. There is no evidence of product malfunction - the batch met all release criteria. See scanned page.